Manufacturer narrative:
Continuation of d10: product ID 8781, serial# unknown, explanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The surgeon had changed the catheter with a new on (B)(6) 2025. Some hours after, underdosage was solved. The surgeon had difficulties to disconnect the catheter from the pump because of human tissue inserted in the bell. That's why the pump-catheter connector has been damaged. The problematic catheter was being returned to the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the cause of the volume discrepancy had not been determined yet. Actions/interventions taken included a radiographic control would be led on the 27th of march to determine if the baclofen was delivered in the cerebrospinal fluid (csf). Another revision surgical procedure would be scheduled after according to this diagnosis. The volume discrepancy and underdose had not resolved. The date of the surgical intervention had not been determined yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the implant date and serial number of the catheter was not available to them and would not be. The underdosing, catheter leak and misconnection was resolved. The patient underdosing had been resolved by the second surgical procedure. The catheter had not been returned and remained still in use given the issue had been resolved.

Manufacturer narrative:
H3: 8781 catheter: analysis identified indentations on the retaining fingers of the connector that are consistent with the catheter not being properly attached to the pump. Visual inspection identified there was damage to the transition tubing. Analysis identified damage to the connector that is consistent with difficulty detaching the catheter from the pump. Analysis identified a kink in the catheter body. H3: neu_ascenda_cath: visual inspection identified a break in the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated the results of the radiographic control testing was that the rotor was moving so the pump did not seem to be involved. The perfusion of contrast agent was impossible because the surgeon did not succeed in aspirating with the syringe from the catheter access site. The cause of the volume discrepancy and underdosing was that the surgeon thought the catheter was obstructed or crushed, preventing the release of baclofen. Another revision had not been scheduled yet. The volume discrepancy and underdosing did not resolve. The surgeon would maybe change the catheter but it was not scheduled yet. The catheter was still in use now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient was still underdosing according to the doctor. The doctor tried to increase the delivered dose to 480 ug/day + per-os (by-mouth) administration. When he emptied the pump, 16.5 ml had been withdrawn whereas only 14.2 ml was expected. A surgical procedure should be scheduled.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal lioresal 2.0 mg/ml at 0.4082 mg/day via an implantable pump. It was reported that the patient was underdosed after the pump replacement on (B)(6) 2025 due to elective replacement indicator (eri). The catheter had not been replaced. There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included radioscopic images with contrast agents on the (B)(6) 2025 to detect a leak between the pump and catheter. It was stated that a leak was revealed because the catheter was not correctly connected to the pump. A surgical procedure had been performed the same day to correctly reconnect the catheter to the pump. It was unknown if the issue was resolved. It was stated that there was no additional details about what happened to the patient or products relevant to the event.

Manufacturer narrative:
Continuation of d10: product ID: 8781; serial#: unknown; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.